Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on 06/12/2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. No injury or medical intervention was reported.